Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving "connect electrode belt" messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connect electrode belt messages) was confirmed. Upon investigation the monitor was unable to detect an electrode belt. The cause of the failure was isolated to a corroded j2007 connector on the auxiliary pca board. The root cause for the corrosion could not be positively identified, but the corrosion likely resulted from ingress of an unknown liquid. No adverse event resulted from the corroded j2007 connector. The patient received a replacement monitor.